Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed. Estimated blood loss was 240 cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is no sample available for evaluation.

Manufacturer narrative:
(B)(6).